Event description:
Account reported they are getting high calcium results that are lower when repeated. The incorrect results were not used to guide therapy. The field service rep found the probe wash was weak and repaired the instrument by replacing the gear pump head.